Manufacturer narrative:
The alp2 reagent lot number was 85290301 with an expiration date of 31-oct-2025. The maintenance was up to date. The field service engineer verified the pressure and the rinse level. He then did mechanism checks, hardware checks, and precision studies, and they all performed within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with alkaline phosphatase acc. To ifcc gen.2 (alp2) assay on a cobas c 503 analytical unit. Initial result: 203 u/l (tested on pro 3). The customer questioned the initial result as it did not match the patient's previous results. The sample was then repeated. 1st repeat result: 101 u/l (tested on pro 3). 2nd repeat result: 108 u/l (tested on pro 1). The repeat result of 101 u/l was deemed to be correct.

Manufacturer narrative:
The calibration was last performed on 11-apr-2025, and it was acceptable. The qc recovery was within the acceptable range. The alarm trace showed an abnormal aspiration (sample pipetter) alarm. The field service engineer verified the instrument's performance. No further issues were reported after the service visit. The investigation did not identify a product problem. The cause of the event could not be determined.